Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation.. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) that is needed to be un-opened but when opened the lens it was already damaged. No other information is available.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incomplete verbiage for "d6b" was entered in section h11 of the initial MDR report, also, it was noted that an incorrect "device manufacture date" (sep 28, 2021) was inadvertently entered in the section "h4" of the initial MDR report. It was also noticed that an extra component codes (4747) was inadvertently entered in the initial MDR report; therefore, this supplemental MDR report is being submitted to correct that information as indicated below: section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Hence, not explanted. Section h4: device manufacture date: sep 29, 2021. The following code which was entered in the initial MDR report is not applicable to this event: section h6: component codes: 4747 - packaging. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.